Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history review. The device was received for evaluation. During functional testing, three separate delivery accuracy tests were performed. The pump was found to be within manufacturing specifications. The root cause of the reported issue is unknown. No action was taken.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy (-7.4%). No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information was received indicating the reported issue occurred during testing.